Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the catheter is not retracting the needle after the mechanism is engaged. Functional retraction testing three of the units took over three seconds to retract which was outside of product specifications but each needle fully retracted within the shield.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the catheter is not retracting the needle after the mechanisim is engaged. Functional retraction testing three of the units took over three seconds to retract which was outside of product specifications but each needle fully retracted within the shield. H6: investigation summary: bd received (B)(4) 22 gauge insyte autoguard devices from lot 2280020 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage or deformities to the units. Next, the units were tested for tip adhesion and functional retraction. Tip adhesion was performed smoothly with no resistance. However, upon functional retraction testing three of the units took over three seconds to retract which was outside of product specifications but each needle fully retracted within the shield. Therefore, based off the visual inspection and testing the engineer was able to verify that the needle retraction was slow and outside of specifications. During manufacturing, this type of defect can occur if excess gel was inserted into the spring cavity due to incorrect equipment setting. A microscopic inspection of the units showed that the units had gel covering the spring cavity, therefore confirming the root cause. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the catheter is not retracting the needle after the mechanisim is engaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.